Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the access 2 instrument. The initial accu tni result was "<0.03" ng/ml (sample a). A fresh sample was collected from the pt and tested fro accu tni. (Sample b) the accu tni result was 56.54ng/ml. It is unknown if the result was reported out of the lab. The sample b was retested for accu tni, result was "<0.03"ng/ml. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.